Manufacturer narrative:
Image review: one intraprocedural fluoroscopic image was provided for review. The patient¿s executive summary was not provided for anatomical review. The only available image was obtained prior to valve implantation and demonstrates a guidewire positioned in the left ventricle and a balloon across the aortic valve. In the same image, the fluoroscopic valve load inspection can be confirmed a good load. No additional supporting documentation or imaging was provided; consequently, this review remains inconclusive. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: b3, e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012702011); product type: 0195-heart valves; product ID d-evprop23-29 (lot: 0012873637); product type: 0195-heart valves; product ID l-evprop23-29 (lot: 0012702011); product type: 0195-heart valves; product ID evproplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025 product ID d-evprop23-29 (lot: 0012873637); product type: 0195-heart valves; product ID gwbc30 (lot: 92402829); product type: 0193-guidewire; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of this transcatheter bioprosthetic valve, the valve was released at a position of 1-2 mm. When removing the pigtail catheter, the valve dislodged. Subsequently a second valve was implanted.